Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a coolseal mini procedure on (B)(6) 2024, the physician reported that a small piece broke off the device mid procedure. Graspers were used to remove the piece since it fell into the patient. The procedure was completed using a second device. No patient injury reported. No other information is available.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and the links were disconnected and a piece of metal was sent separately in a container. Functional testing was not conducted due to the issue was be confirmed in the visual inspection and due to the damage in the device the testing cannot be performed. Hence, the complaint can be confirmed. This observation will be monitored and trended.